Event description:
It was reported that the patient's left ventricular (lv) lead impedance had risen over several months and was high causing an alarm to beep. The lead also had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.